Event description:
It was reported that the arctic sun device was failing calibration for low flow. Per wo update on 21nov2022, it was reported that the technical support stated the biomed had a device that was failing calibration for low flow. Biomed stated they were getting error 1 (patient line open) during calibration and the actual value was 3339. Biomed called again and stated they were getting error 80 (non-recoverable system error) during calibration. Biomed would discuss repair options with his management team. Biomed would like to send the device in for service, no loaner required. Per sample evaluation results received on 19dec2022, the root cause of the reported issue was due to a failed flow meter. It was reported that the arctic sun device was primed to fill. It was stated that cut in fluid delivery line. It was also stated that the l-tube and double l-tube shows signs of thermal expansion. It was noted that the flow meter and tank tubing were replaced. It was also noted that removed cut end of fluid delivery line.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing calibration for low flow. Per wo update on (B)(6) 2022, it was reported that the technical support stated the biomed had a device that was failing calibration for low flow. Biomed stated they were getting error 1 (patient line open) during calibration and the actual value was (B)(4). Biomed called again and stated they were getting error 80 (non-recoverable system error) during calibration. Biomed would discuss repair options with his management team. Biomed would like to send the device in for service, no loaner required. Per sample evaluation results received on (B)(6) 2022, the root cause of the reported issue was due to a failed flow meter. It was reported that the arctic sun device was primed to fill. It was stated that cut in fluid delivery line. It was also stated that the l-tube and double l-tube shows signs of thermal expansion. It was noted that the flow meter and tank tubing were replaced. It was also noted that removed cut end of fluid delivery line.